Manufacturer narrative:
Updated sections b5 and h6 (clinical, device problem).

Event description:
Edwards received notification that this patient with a 27mm valve implanted in the mitral position underwent a valve-in-valve procedure after an implant duration of 11 years and 6 months due to non-calcific degeneration leading to stenosis. The patient presented with nyha class iii. A 26mm sapien 3 valve was implanted within the surgical edwards valve using the transseptal approach. The procedure was successful and the patient was noted as to be recovering well with anticipated next-day discharge. The medical opinion is that the valve did not fail prematurely. The patient had been scheduled for this viv procedure in 2019 but due to thrombus in the left atrial appendage the procedure was postponed.

Manufacturer narrative:
Corrected data: f10, h6. Reference CAPA-20-00141.

Event description:
Edwards received notification that this patient with a 27mm valve implanted in the mitral position underwent a valve-in-valve procedure after an implant duration of 11 years and 6 months due to non-calcific degeneration. A 26mm sapien 3 valve was implanted within the surgical edwards valve using the transseptal approach. The procedure was successful and the patient was noted as to be recovering well with anticipated next-day discharge. The medical opinion is that the valve did not fail prematurely. The patient had been scheduled for this viv procedure in 2019 but due to thrombus in the left atrial appendage the procedure was postponed.

Manufacturer narrative:
The device was not returned to edwards for evaluation as it remains implanted. The device history record (DHR) was not reviewed as the reported event does not allege a malfunction that could be related to a manufacturing deficiency and/or one was not confirmed through investigation. In addition, the event does not allege a labeling issue or device related infection; therefore no DHR is required. Bioprosthetic tissue valves can deteriorate with time and eventually fail contributing to regurgitation and/or stenosis. There can be a number of potential known and unknown patient related contributing factors. Structural valve deterioration (svd), a common reason for bioprosthesis explant or reoperation, encompasses multiple failure modes, including calcific and non-calcific degeneration, dehiscence, cusp thickening or fibrosis, or a combination of these. Such failure modes, occurring singularly or concomitantly, may contribute to stenosis and/or regurgitation. Alternatively, nonstructural dysfunction (nsvd) may also play a role in the development of valvular stenosis. A definitive root cause could not be determined; however, it is likely that patient related factors and the progression of the underlying valvular disease pathology contributed to the event. Edwards lifesciences will continue to monitor all reported events. No further actions are required at this time.

Event description:
Edwards was notified that a patient with a 27mm edwards valve implanted approximately 9 years and 9 months ago was scheduled for a valve-in-valve (viv) intervention due to leaflet degradation leading to regurgitation. It was planned to implant a 26mm transcatheter valve through transfemoral and transeptal access but the procedure was postponed due to thrombus in the left atrial appendage. The patient was anticoagulated and therefore the viv procedure re-scheduled.